Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed through the photographs provided. Method & results: -device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows an opened inner sterile blister with one flange of the blister broken off. The broken section of the blister flange remains attached to the opened tyvek lid. -medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported event indicated the packaging was noted to be damaged upon opening. The reported device was not returned however photographs were provided for review. The photographs shows an opened sterile blister with one flange of the blister broken off. The broken section of the blister flange remains attached to the opened tyvek lid. Photographs of the pack carton or other packaging components were not provided or returned for evaluation, these would be required to further investigate this event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Due to operations mishandling of the implants, the outer package (package had been wrapped too tight, and handled too many times - causing the inner package to break within the cardboard box). The nurse along with the surgeon deemed the implant unsterile and not usable for the case. I reported to operations and my office right away, but due to the sticker of the implant in question being reported on a bill sheet - the office informed me that a report must be submitted.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Due to operations mishandling of the implants, the outer package (package had been wrapped too tight, and handled too many times - causing the inner package to break within the cardboard box). The nurse along with the surgeon deemed the implant unsterile and not usable for the case. I reported to operations and my office right away, but due to the sticker of the implant in question being reported on a bill sheet - the office informed me that a report must be submitted.